Event description:
When the device was used during laparoscopic oophorectomy procedure upon opening, the cartridge fell out of the instrument without force. Surgeon approximated the instrument in the pt's abdomen and fired it without issue. Staples wre formed and the instrument cut properly, however, upon pressing the release button. The searched for an retrieved various parts of the cartridge from the abdomen but was not able to find one of the yellow staple "pushers". An exploratory laparoscopy was performed and the missing piece was not found. The o.r. Eoom, table, drapes, etc... Were searched. The piece was never found. Ot had no apparent problems post-op. After the case, another reload was inserted into the endocutter and test fired. This cartridge fired properly with no problems. There was no pt consequence.